Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl at the time of the incident. The customer got a software detected alarm on their pump and shortly afterwards the basal rates were suspended. The customer went as high as over 400 mg/dl. The customer experienced symptoms such as being cold, unresponsive, and with bubbles on the mouth. The customer was not wearing the insulin pump during the low incident, greater than 48 hours. Troubleshooting was not completed. The insulin pump will not be returned for analysis.